Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent move on balloon occurred. A 3.50x38mm synergy stent was advanced to treat the lesion. However, when the physician was re-positioning the stent, the stent started to slide off from the balloon. No patient complications were reported.